Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted; however, the value of the level was not reported. The customer reverted to using insulin injections to manage diabetes. As the occlusion alarms had occurred in the past, a cause of the occlusions could not be determined. The customer's healthcare provider agreed to retrain the customer on the use of the pump.